Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the manufacturer by the patients contact lens prescribing healthcare professional (hcp) with additional information provided by the treating hcp. According to the provided information, the patient sought medical attention and was diagnosed with a central corneal ulcer in the right eye (od), with an epithelial defect and corneal infiltrate. The patient was seen for eye irritation by their prescribing hcp where a corneal ulcer was identified, and the patient was referred to a specialist. Cultures were taken, but the results showed no growth. The patient was treated with vancomycin and tobramycin, administered once an hour for two weeks. Following this initial treatment, the patient was transitioned to ofloxacin and a topical steroid, which will be taken four times a day for two weeks. As of the date of this report, the epithelial defect has resolved, however, the infiltrative event is ongoing. Patient outcome is unknown, however, because of the central location, the hcp indicates the event may result in a central corneal opacity and/or permanently reduced visual acuity. Should further information become available, a follow-up report will be submitted as appropriate.